Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient event as MDR 9610622-2011-00492.

Event description:
It is reported from hospital to our sales rep, that the hospital was performing a surgery. During this they observed, that the end cap was not able to be fixed to the (t2 tibia-nail). They tried two pn (B)(4) and one pn (B)(4). The surgeon could complete the surgery.